Event description:
It was reported that the procedure was performed to treat a lesion in the mid and distal left anterior descending (lad) artery with heavy calcification and no tortuosity. It was noted that debulking was performed with a rotablator for the heavy calcified lesion. Then dilatation was to be performed with a 2.50 x 15mm nc trek dilatation balloon catheter (bdc), and the bdc was advanced to the target lesion without issues. However, during the second inflation at 14 atmospheres, the balloon ruptured. The bdc was removed from the patient. The procedure was successfully completed with a cutting balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.